Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was conducted with and without a microscope. It verified the reported event, as the blue pull ring cap was found loose inside the original/unopened package. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing, clear passage testing and clamp function testing was completed and there were no issues noted. The report of the loose/disconnected cap inside the packaging was verified during the evaluation, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective blue ring was detached inside the sterile pouch of a transfer set. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.